Event description:
The customer reported that two sets of 5c control were diluted while being processed on a coulter lh 500 hematology analyzer. The customer observed that control results were within range on the first run and would decrease after being processed on the instrument multiple times. A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse determined there was a leak inside the instrument that was diluting samples. There were no erroneous patient results generated in connection with this event. There was no impact to patient treatment in connection with this event. There is no information available on personal protective equipment worn by the fse when the leak was found.

Manufacturer narrative:
The fse replaced a pinch valve and pinch tubing to resolve the customer's reported issue. (B)(4). (B)(6).